Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a rear response button that was inoperative. It was replaced. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the fault response button. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that the plastic covering over the response button is missing and the button will not activate the device. Support sent the pt a replacement monitor. On 9/13/2007, support contacted pt and the pt's number stated, "the person you are trying to reach is not accepting calls at this time". Support called the alternate number and left a message. On 9/22/2007, support called pt on a new number and the pt reported that his equipment is working fine now.